Manufacturer narrative:
28 apr 2026, kr: this emdr is being submitted for an unknown quantities as the patient used multiple sets. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced infusion set tape not sticking issues which led to leakage event on (B)(6) 2026.